Manufacturer narrative:
H10: a work order for onsite service was created which eventually got cancelled. Multiple attempts to retrieve device repair, and operational status has yielded no response from customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. It is unknown if any parts were replaced or if repairs have been conducted. No other anomalies were reported about the device. The alleged device malfunction could not be confirmed due to no response from the customer. H11: g1: contact information updated. H6: codes.

Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reports no flow or volume from the ventilator while on a patient. The ventilator was on a patient. The patient was swapped to a different ventilator without additional harm.